Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and tested on an alternate instrument, resulting lower. The corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that aspirate probes 3 and 4 were not washing properly. The cse replaced the wash guides and performed monthly cleaning. Quality controls and precision testing were run, resulting within range. Upon follow-up, the customer stated no additional discordant results were obtained. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.